Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the longevity estimator was showing low battery estimates when the device was near the beginning of life. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was explanted and replaced due to a system upgrade.